Manufacturer narrative:
The lot number is unk therefore the date of manufacture cannot be determined and the device history record cannot be reviewed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported that a pilot balloon detached from the endotracheal tube. Pt was reintubated. No pt harm.